Manufacturer narrative:
Pc- (B)(4). Date sent: 6/3/2021. Product was not returned. Based on the information available, it has been determined, that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. The DHR for lot 9417, serial (B)(4) was reviewed. No ncs, defects, or reworks related to the product complaint were found. Lot 9417 was an affected lot of the 2018 linx recall. Operative notes attached. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient underwent surgery, the operative note and x-ray reports are provided which indicate patient underwent a hernia repair and linx implantation on (B)(6) 2016. A chest xray on (B)(6) 2020 indicates ¿a metallic ring at the ge junction that contains a gap as it did on the prior CT." A chest x-ray on (B)(6) 2020 indicates ¿there is esophageal lynx ring noted not completely intact but similar to esophageal exam on (date unreadable).¿